Manufacturer narrative:
Evaluation codes method, result and conclusion. Device evaluation summary: the breath delivery (bd) power controller printed circuit board (pcb) / bd power distribution pcb and main backplane pcb were returned for failure investigation. All components were visually inspected with no abnormalities observed. The returned bd power controller and bd power distribution pcbs were installed into the test ventilator for analysis. The reported event that the ventilator shut off during ventilation could not be duplicated. The returned power controller/distribution boards performed within specifications. There was no malfunction or product deficiency identified. The main backplane pcb was installed into the test ventilator for analysis and placed in service mode. Immediately upon engaging the power switch, the piezo alarm sounded, and the ventilator would not power up. By making minor adjustments to the cable, the power could be turned on and off. The reported event of a ventilator shutting down and the display going blank could not specifically be duplicated. With the returned backplane installed, the graphical user interface (gui) display never came on. The report of the ventilator shutting down was likely due to intermittent communications between the power controller board and the main backplane board, due to a faulty j18 connector on the main backplane. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the field service engineer (fse) evaluated the ventilator. Upon initial inspection, when the ventilator was turned on, the ventilator constantly alarmed. The fse reset all of the printed circuit boards (pcbs) in the card cage, reseated the main cable assembly, replaced the breath delivery (bd) power controller pcb but the ventilator constantly alarmed. The fse will return to continue trouble shooting the ventilator at a later date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator shut down. The patient was transferred to an alternate ventilator without harm or injury.